Manufacturer narrative:
A field service engineer investigated the actual device and cannot find any malfunction. Both main and back-up lamps and the xenon power supply were tested several times and functioned according to specification. Furthermore, the internal wiring was checked if there are issues with the connectors. No malfunction or any other defects can be detected. In order to further investigate, the illumination and connector boards were exchanged and both pcba's were sent back to the contract manufacturer and component supplier. According to the results, no defect can be found. Therefore, the reported complaint cannot be reproduced as no failure was detected. The device operated within specification.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems received a complaint on (B)(6) 2017 from (B)(6) stating that the main light failed during surgery. When switching to the back-up illumination, it did not work. The system was switched off and on again. After the restart, both lamps did work. There was no patient injury reported. The surgery was completed with the same device.